Event description:
It was reported that a continuous glucose monitor displayed error message 42 related to a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was given instructions by technical support to perform complete pump reset and planned to reset pump when ready and contact support again if problem continued.